Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device is not turn on, device power cord or supply is too hot to touch, and shutdown and overheat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Change the UDI of device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device is not turn on, device power cord or supply is too hot to touch, and shutdown and overheat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.